Event description:
It was reported that during complex angioplasty procedure, a break occurred. During the procedure multiple guideliners were used. It is uncertain that the guidezilla extension catheter was used inside the body. During withdrawal of the guidezilla, the device was broke in half at collar inside the touhy. The guidezilla was grabbed and removed from the touhy. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).